Manufacturer narrative:
This medwatch was originally sent to the FDA on 03/28/2017. A notification was received from the FDA on 15/may/2019 requesting a re-submission of this report, as the initial report was not available in their database. Re-submission of this medwatch was sent to the FDA on 17/apr/2020. Information from original submission on 03/28/2017: medwatch sent to the FDA on 03/28/2017. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event of deflation as follows: warnings: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months. This has already been experienced. Deflated devices should be removed promptly. Precautions: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera® system beyond 6 months. Possible complications: possible complications of the use of orbera® system include: ·balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had "complained about bluish urine. The doctor performed eda and noticed signs of leakage." Balloon was explanted.